Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was power cycled on multiple time and no issues were observed. Unrelated issues were found and corrected. The device passed all testing.

Event description:
It was reported that a ventilator display froze during start up. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.